Manufacturer narrative:
The referenced previously reported suspected driveline damage resulting in a pump exchange was reported under medwatch MFR report # 2916596-2017-00833. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years, 1 month. Evaluation of the returned device revealed the presence of a deposition inside the pump. The outlet stator revealed a dark red / pink, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball suggest that it was likely present while the device was supporting the patient. The deposition may have obstructed flow; however, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was previously reported that after over 6 years of support, the pump was exchanged due to suspected driveline damage. During the manufacturer¿s investigation of the returned pump on (B)(6) 2017, a deposition was found in the outlet stator.